Event description:
It was reported that patient presented in emergency department experiencing inappropriate shock. It was noted that implantable cardiac defibrillator (ICD) exhibited post sensed t wave over-sensing and delivered inappropriate shock. Programming changes were made. Patient condition was stable.